Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with this cardiac resynchronization therapy defibrillator (crt-d) and a non bsc right atrial (ra) lead showed atrial automatic threshold detected as > programmed amplitude or suspended. Patient having ra lead noise that appears to be non physiological on an atrial tachy response (atr) episode as it isolated and just on the ra lead channel. There was also a failure core for low evoke response. Various reprogramming options were recommended. The crt-d and the ra lead remain in service. No adverse patient effects were reported.